Event description:
It was reported that the patient experienced withdrawal symptoms every other month. One healthcare provider (hcp) had performed two pump studies, found patient was taking drugs. Patient was seen by another hcp, who thought that the pump had an issue. The pump was replaced; depleted battery was noted. Patient was without injury, recovered without sequelae. Drug delivered via the device was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709 , serial# (B)(4), implanted: (B)(6) 2007, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final device analysis of the pump consisted of a full destructive analysis in which no anomalies were seen. It was believed that electro-magnetic interference caused the motor stall.